Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen was 21 months in may 2018 and 13 months in november 2018. On 4 february 2019, the subject device had reached its end of life (eol), with a magnet rate of 73 min-1 and a battery impedance of 15 kohms. The device was thus explanted.

Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen was 21 months in (B)(6) 2018 and 13 months in (B)(6) 2018. On (B)(6) 2019, the subject device had reached its end of life (eol), with a magnet rate of 73 min-1 and a battery impedance of 15 k ohms. The device was thus explanted.